Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer's internal reference number is: (B)(4). Corrected data in fields d1 and d4.

Manufacturer narrative:
The complaint device has not been returned. Should the device be returned an investigation will be performed and a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
A healthcare professional reported that a silent nite appliance has broken. Reportedly the appliance fractured on the hinges. No injury was reported.